Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces and moisture damage on the electronics assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 210 mg/dl. The customer reported that the device was exposed to water. Customer reported that he went down water slide. The customer reported there is fluid under the lcd display. The customer stated that the device was not dropped and no cracks with the insulin pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.